Event description:
Per provider, nylon ties are leaking. Per independent repair center statement:nulon ties, product tank were leaking. Replacements made. Per independent repair center statement, the unit has low o2 or yellow light. The key failure was [nylon ties for the product tank was leaking.